Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-feb-2023. H.6. Investigation summary: our quality engineer inspected the 4 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample photos showed that there was a piece of loose black thread-like foreign matter (fm) was observed at the tip of the needle cover. The returned sample had the thread-like fm at the tip of the needle cover as seen in the sample photos. The fm underwent fourier transform infrared spectroscopy (ftir) analysis to determine its composition. The results of the analysis showed that the rm was composed of polyoxymethylene. Upon review of the manufacturing process, we were unable to determine the exact source of the fm. None of the manufacturing materials, manufacturing machines, or personnel ppe are composed of polyoxymethylene. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd insyte winged vialon-e foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matter with insyte vialon-e. According to the customer's report, fm was found to be adhering to the inside of the needle cover before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte winged vialon-e foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matter with insyte vialon-e. According to the customer's report, fm was found to be adhering to the inside of the needle cover before use.